Event description:
The pump's charger is the type that is a transformer/wall plug assembly. It takes the 110v ac and provides low voltage out via a thin twin conductor cord with a connector that mates with the connector in the pump. The 110v plug is a multiadaptor type where small differing plug assemblies can be exchanged on the transformer/plug body. The us 110v ac plug adaptor is delicate and breaks easy. It broke and left the 110v conductor pin in the wall with the conductor partially exposed. A technician was quickly summoned and removed it. All units were inspected and okay, but the potential for more occurrences remains.manufacturer response for epidural pump, (brand not provided) (per site reporter).======================the charger is not covered under warranty.